Event description:
It was reported that there was an increase in left ventricular (lv) lead thresholds to elevated levels. No action was taken and the lv lead remains in use. The patient is a participant of the (B)(6) study. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.